Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized for diabetic ketoacidosis and high blood glucose customer stated the drive support disk was flush. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime and a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: cracked reservoir tube lip and cracked belt clip slot. Drive support disk was inspected and no anomaly was noted. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis and high blood glucose. Drive support disk was inspected and no anomaly was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis and high blood glucose on (B)(6) 2021. The customer blood glucose level was 511 mg/dl which leads to the hospitalization. Current blood glucose level was 69 mg/dl. Customer was treated with insulin pump and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the infusion set tube had presence of air bubbles. Customer reported drive support cap was flushed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.